Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. Both nozzles were broken and they need to be replaced. However, despite several reminders we didn't receive the replaced parts for further investigation nor any confirmation of replacing the broken nozzles. Therefore, no root cause can be established. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year.